Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous vessel. A 4.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation, however, during the first inflation, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient injury reported and the patient condition was good.